Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review of the electrograms, it was noted that the right ventricular lead exhibited noise. Further review revealed that the noise was reproducible with isometrics and was suggestive of pectoral myopotential oversensing. Physician elected to make programming changes. No oversensing of myopotential were observed after reprogramming. Patient was stable.